Event description:
In 2008, the sales rep reported that during surgery it was noticed that the inserter was missing teeth. Additional info received about 2 days later, via telephone the sales rep reported that during surgery when the scrub tech was placing the implant on the inserter it was noticed prior to use that the inserter was missing teeth. It was unk as to when the teeth first were missing. The scrub tech used the extractor instead to finish the case and there was no surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. A review of the device history records indicate the part met spec. Visual examination indicates that both tabs/tangs at tip are broken. Additional investigation pending.